Event description:
The facility alleges the staplers are jamming. No pt injury or medical intervention was reported. No add'l info was available.

Manufacturer narrative:
The device has been requested for eval, but has not been rec'd. Should the device be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info become available.